Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient is currently admitted to the hospital, and the doctor needs someone to check whether their implantable neurostimulator (ins) is working or not. Caller stated that the patient has a catheter, because they couldn't pee. Caller also reported that the patient has 1800 ml of urine and that's why they were admitted to the hospital. Caller mentioned that the patient didn't have an issue for the whole year, but they went to the hospital 2 weeks ago because they couldn't pee and can't empty their bladder. Agent emailed the local rep, and provided nas number. Agent documented reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.